Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the maxplus disconnected getting staff wet. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of unintended maxplus disconnections was not confirmed. The extension set and concomitant syringe were visually inspected and no issues were noted. The female luer adapter of the maxplus and the male luer of the syringe were inspected under magnification and no issues were observed. Repeated functional testing resulted in no disconnections. Dimensional testing showed the maxplus and syringe were both within specifications. The root cause was not identified.